Event description:
The dr was unable to insert the iab into the sheath. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: none from the event - reported 3/17/97). (Pt's current status: unk - rpt'd 3/17/97.)